Event description:
Per user facility medwatch report; screws fell out of two kerrisoon rongeurs during surgical procedure. X-rays taken. In phone conversation on 6/8/00, risk manager revealed screw fell out of handle or handles. There was delay of about 30 minutes during which a portable x-ray was set up. X-ray found no screw or screws in site. Pt not adversely affected. Note: during conversation, the risk manager was unsure if one or two rongeurs lost screws during the procedure although the medwatch report refers to two instruments, it is unlikely; however; that screws would fall out of two separate instruments of the same code during one surgical procedure. As such; a medwatch report will be filed for one instrument and a second report will be filed if it is determined that a second instrument was also involved.